Event description:
Unomedical reference number (B)(4). Event occurred in israel on (B)(6) 2024, it was reported that the patient faced a high blood glucose level of above 400 mg/dl. Therefore, the patient was admitted to the hospital on (B)(6) 2024 at 16 : 00 pm due to diabetic ketoacidosis and confusion. During hospitalization, the patient received insulin injection. The patient stayed in hospital for five hours. The patient was in hospital for five hours. Currently, the blood glucose level of the patient was 202 mg/dl. No further information was available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-00666), was submitted on 07-may-2024. However, based on the investigation done on 18-jan-2026 and clinical review done on 19-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.